Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on march 2010 and performed to specification up to the 12th february 2012. On the 19th february 2012 the device failed a weekly auto self-test due to a low battery. On the 23rd february 2012 the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the 2nd august 2015. During this time a new pad-pak was installed. On the 4th august 2015 the device records multiple manual power ups mainly under one minute duration and three of which contain nonsensical durations. This may indicate the device was switching on automatically and the user was intervening by both turning the device off via the on/off button and by pulling the pad-pak out of the device. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups but there were multiple manual power ups mainly under one minute duration recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, on the 19th february 2012 the device failed the weekly auto self-test after approximately 23 months installation. At this time a notable fluctuation in voltage was observed from the previous successful self-test. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.